Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since had total right hip replacement surgery on (B)(6) 2021 patient has experienced the complete opposite bladder symptoms than what she initially received the implant for. Patient stated received implant as couldn't pee before and since total hip replacement has no control at all. When asked, patient said that interstim implant on left side. Patient said it has been a couple of months since last used it. Patient said that is in the hospital and has to wait for nurse to come into her room to help with this step.  No further complications were reported.